Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. Unit received with constant alarm and unable to communicate to blood glucose meter due to a faulty on the rf board. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to alarm. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not displaying the correct amount of insulin, then had a blank display. Blood glucose level at the time of the incident was not provided. Customer reported that the device also had an error alarm. During troubleshooting, the insulin pump failed the self test. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.